Manufacturer narrative:
(B)(4): it was reported that following a death a year ago, the customer was seeking assistance from philips regarding a legal matter where philips requirement is not implicated. The available info does not support that philips equipment was a factor in the pt's death, the customer requested a philips field service engineer to check the monitor functionality. This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
It was reported that following a death a year ago, the customer was seeking assistance from philips regarding a legal matter where philips requirement is not implicated.